Event description:
The patient was implanted with the infusion system on (B)(6) 2020.

Manufacturer narrative:
Implant date in was corrected. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider via a manufacturer representative on (B)(6) 2020 regarding a patient receiving lioresal (1000mcg/ml at 200mcg/day) via an implanted infusion pump. It was reported that on (B)(6) 2020, the patient was implanted with an intrathecal drug infusion system. After the surgery, the initial high-dose pre-filling and daily background dose was set, but the effect was not obvious. After a week of medication adjustment, the condition was still not significantly alleviated, so on (B)(6) 2020, catheter access port (cap) suction and angiography were performed. When the cap was aspirated, no cerebrospinal fluid flowed out, and the catheter was suspected of being blocked. Immediately after the catheter radiography was performed, the contrast agent was seen to reach the tip of the catheter, but it did not diffuse. It was suspected that the catheter tip was blocked, resulting in drug fluid that did not flow smoothly or was unable to flow out to the cerebrospinal fluid. Revision surgery was performed on (B)(6) 2020 and the catheter was replaced with part of the catheter left implanted. The issue was unresolved at the time of report and the patient's status was alive, no injury. The environmental, external, or patient factors that may have led or contributed to the issue were unknown. No further complications were reported or anticipated.